Manufacturer narrative:
Zimvie complaint number (B)(4). E1: email address unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that at the time of implant placement at tooth site #19, the impression post fractured while applying torque. Separated piece was retrieved from the implant and was removed. A bigger diameter implant was placed.

Manufacturer narrative:
This report is being submitted to relay additional information, corrected data and device evaluation. Correction: h1 was updated/corrected from serious injury to malfunction. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H1: follow up type was updated to include correction. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H11: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed, the implant shows signs of use. Bone debris observed on its external threads. The fractured mount or impression post was not returned for assessment. The implant's drive feature was damaged, likely due to the removal process. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, device malfunction could not be verified. The bundled mount was not returned with the implant. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.